Event description:
It was reported that during a surgical procedure the tip of the instrument fractured in the joint of the patient. The physician attempted to remove the fractured tip but after thirty (30) minutes elected to push the piece into the soft tissue posterior to the patients joint. The fractured piece remains implanted in the patient.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned for visual examination. Provided photograph shows an instrument with a yellow color band. The fracture could not be confirmed with the provided picture. Radiographs were provided and reviewed by a healthcare professional, which identified a linear metallic foreign body noted posterior to the distal femur, correlating with the reported fractured guide. A review of the device history records could not be performed as the part and lot numbers were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.